Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The next day, the patient was hospitalized for the event. On an unreported date, the patient was treated with reflin (1 gram, frequency and route not reported) for the period of 14 days, tobramycin (80 mg, frequency and route not reported) for the period of 14 days and vancomycin (1 gram, frequency and route not reported) for peritonitis. The outcome of the event was reported as under treatment. It was not reported if pd therapy was ongoing. Additional information was not available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).